Event description:
A patient under went an uneventful anterior repair with graft fixation and a rectocele repair was performed using sutures placed into the sacroapinous ligament in 2006. The procedure was completed with no patient complications. Approximately 36 hours after discharge the patient developed a fever and urinary tract infection. A CT scan was obtained which showed a retroperitoneal hematoms. A full recovey is expected.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification.